Event description:
Catheter appeared to have a leak. During removal, catheter broke, twice. X-ray confirmed that the distal segment was retained in the pt's venous system. Removed via a femoral approach.